Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vela ventilator experience several errors including vent inop, motor fault, circuit disconnect low ve, low pip and transducer fault. A transducer test was performed and the turbine failed. The customer stated there was no patient involvement associated with this event.